Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.